Event description:
Pt reports today she is getting a high pressure alarm on both of her pumps. (Serial: (B)(6), maintenances: 12/2024; serial (B)(6), maintenance: 10/2024). Pump started alarming at 4:30am this morning. She switched pumps, tubing and filter but pump is still alarming. Patient went to ER in (B)(6). They started peripheral line and have the line cleared. They are keeping her overnight for monitoring. No further information provided. Product lot number and expiration date were systematically retrieved from the dispensing system. Reported to (B)(6) by: patient/caregiver. Reference report: #mw5151883.